Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. It was reported that the patient underwent a revision surgery 10 months post-op due a broken rod. The broken rod was removed. No additional patient complications were reported.

Manufacturer narrative:
(B)(4). Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.